Event description:
The facility reported a pump with failure code 533. This failure code occurred during customer use, but there was no patient involved. There was no patient injury or medical intervention necessary according to the hospital representative. No additional contact information is available.